Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was "leaking" during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was "leaking" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint circuit was returned to the manufacturer for evaluation. The complaint circuit was visually inspected and pressure tested. Results: the visual inspection revealed 3 holes on the expiratory (evaqua) limb, approximately 36 cm from the patient end connector. The pressure test confirmed that the expiratory limb was out of specification. A lot check could not be performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.